Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code low leak-co2 rebreathing risk message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The air delivery flow accuracy test verifies the accuracy of the air flow sensor and function of the blower. The pse replaced the flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.